Event description:
The user facility reported that a dissection of a distal coronary branch occurred during an angiographic procedure. Additional info was requested from the user facility but as of the date of this report none was made available.